Manufacturer narrative:
(B)(4). The tibioperoneal (tp) trunk, and the pt and peroneal bifurcation, were then transected and ligated to prevent bleeding. Bypass grafting was performed using a combination of harvested saphenous vein and non-abbott bovine artery graft; the anastamoses of the grafted vessels were patent but there was poor outflow in the peroneal with incredibly sluggish flow to the foot, likely related to vasopressor (vasoconstrictor medication) use. The patient was then prescribed increasing amounts of vasopressors for blood pressure control; due to this and concerns from anesthesia, the initial procedure was aborted to allow patient blood pressure to stabilize. There were no adverse patient sequelae and no occurrence of a clinically significant delay. The patient was discharged on (B)(6) 2016 and is reportedly doing fine. In the opinion of the physician, the graftmaster devices did not cause or contribute in any way to the extended patient hospital stay, hemodynamic instability, slow flow, or the need for the bypass grafting procedure. No additional information was provided. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypotension, ischemia and surgical procedure are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. Additionally, it was reported that the procedure was to treat a perforation in the left posterior tibial (pt) artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a perforation (large hole) and slow flow in the left posterior tibial (pt) artery (at the bifurcation of the peroneal and posterior tibial (pt) arteries) that occurred during placement of two unspecified 3.0x38 drug-eluting kissing stents, with one in the proximal peroneal artery and one in the posterior tibial artery. Attempts were made to repair the hole with sutures and pledgeted vein, however, this attempt failed as there was very little artery left due to prior endarterectomy performed earlier during this procedure and this artery was essentially disintegrating. Two graftmaster covered stents were planned for full coverage of the perforation (2.8x26 and 2.8x16). Thus, a 2.8x26 rx graftmaster stent was implanted in the left pt and covered the perforation area it was deployed in. A 2.8x16 rx graftmaster covered stent was then inserted as planned, to cover the remaining bifurcation perforation area to resolve the remaining slow flow to the foot, but was not deployed since it was then decided that the implanted 2.8x26 graftmaster provided enough flow through the artery to support a surgical bypass in the peripheral area. There was no device issue with the 2.8x16 rx graftmaster; the bypass surgery was performed in lieu of placement of the 2nd graftmaster.